Event description:
A patient implanted with an osm ipg was initially seen one week post-implant "due to [an] intermittent shocking feeling" that was further identified as feeling stimulation from both leads. Upon interrogation, the ipg was functioning normally, but the attached ls lead was found to be undersensing. The patient was going to be seen again during the one-month post-implant follow-up, after the acute period was over, but five days later, the patient presented to the ER with intense chest pain. It was discovered that the chest pain was the result of a right ventricular perforation by the v1 lead and subsequent pericardial effusion. The surgical team performed open heart surgery on the patient on (B)(6) 2026 to repair the right ventricle. During the surgery, the team removed the ipg and both leads. Hospital policy is that all removed devices must be retained; therefore, the ipg will not be available for evaluation by impulse dynamics USA.